Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B)(4) the actual device was not received for evaluation. Performance data from the device showed no sensing anomalies.

Event description:
It was reported to technical services that during device interrogation far field r wave oversensing was observed. The device remains in use. There have been no patient complications reported as a result of this event.